Manufacturer narrative:
This supplemental report is submitted to provide additional information from the customer, device evaluation, results of the legal manufacturer¿s investigation and the device history record (DHR) review. The device was returned to olympus for evaluation. The device failed the air leak inspection due to air leaks. Air leaks were found on the grip unit and between the knobs and the o-ring was found to be worn. Worn adhesive was found on charged coupled device (ccd), bending section cover and light guide. The light guide lens was chipped and the connecting tube was wrinkled. The device failed the channel system foam check. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation was unable to determine the exact root cause of this event. Although the culture results provided by the customer found that the device had tested positive for stenotrophomonas maltophilia, the culture test performed on behalf of olympus, found the results to be within the acceptable range as no bacterial growth was found and the detected microorganisms were within range. The reprocessing manual instructions for use (IFU) cautions the users of the following: ¿warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor the field performance of this device.

Event description:
Additional information was obtained from the customer. The device tested positive for one (1) colony forming unit of stenotrophomonas maltophilia. All channels were sampled. Sample was taken at reprocessing, before use on (B)(6) 2021.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for less than one (1) colony forming unit of unspecified microorganisms. The obtained results are in conformance with the requirements the user facility provided additional information regarding the methods used to clean, disinfect and sterilize the endoscopes. The scope channels were precleaned with detergent. The scope channels and distal end were manually cleaned with a neoclean and scope clean brushes. The scope was manually disinfected with anios clean excel d. Etd3 and etd4 (endothermo disinfector) were used as the automatic endoscope reprocessors (aers) along with endodet detergent and endodis disinfectant. The scope was stored horizontally in a storage cabinet without drying function. Olympus was used for repair and maintenance. The scope was not sterilized. The culture test was also carried out on the aer. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.